Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. The customer experienced an elevated blood glucose (bg) level over 500mg/dl. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.